Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath distal tip ceramic was damaged. The event occurred during pre-use inspection prior to use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, g4, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found chipped of the ceramic insulation at distal end. Based on the results of the investigation, the reported issue was caused by the component failure. This symptom occurs due to strength degradation and impact by the repeated use. The cause of the damage is likely deterioration over time. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.